Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and no missing or broken parts were found. The sensor was returned whole, but the cannula was bent.

Event description:
It was reported that the customer had a lost sensor alert on the insulin pump. The customer's blood glucose level was 110 mg/dl. The troubleshooting was performed. The customer was advised that the cause of the lost sensor alert was that the sensor had a bent on it and other one was broken. The customer was advised that she will received two replacement sensors and one will be returning. No further information was reported.